Event description:
It was learned that the lens was explanted. No additional information was provided.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: it was learned that the lens was explanted. Section d6b - explant date: unknown/ not provided, all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that some code(s) were missed when initial and 1st follow up reports where submitted. This report is submitted to correct these. Fields below updated: section h6: health effect impact code: 4629 (to capture explant). Section h6: health effect clinical code: 2227. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: information unknown not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Telephone number: (B)(6). Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that there were issues with cylindrical correction an intraocular lens (iol). The lens was fully inserted in the left eye. The issue was first identified during the post-operative (op) examination. The patient was temporarily impaired. Vision post-operative was described as poor visual quality vaseline like vision. An explant was planned but has not occurred. No medical interventions were reported. It is unknown whether medication was prescribed or whether the end user sought medical attention. Through follow up, the serial numbers were provided. Post-op refraction results were od 6/4 n4.5, os 6/5 n4.5. Refraction is zero in both eyes. There were no issues with cylinder correction. Emmetropia in the right eye and left eye as targeted were the refraction. The patient describes poor quality vision persistent after synergy lens implantation, reduced contrast in artificial lighting conditions, and general haze diffusely over vision in artificial light were reported. This was distinct from typical halos that the patient also describes. It was further clarified that there is no issue with halos. It was also reported condition is debilitating because the patient is a practicing doctor and is finding it difficult to work. The patient has become very anxious with these symptoms as it has not resolved over 5 months post surgery. An explant is planned for the patient's left eye in early (B)(6) 2021. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the left eye.